Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced continuous elevated blood glucose (value not provided) and was addressed with an insulin pen. Pump supplies were changed multiple times. Customer's family alleged pump was the cause of the event.